Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they noted a calculation error in the standard content involving the multiplier used for calculations involving body surface area (bsa). No patient harm was reported.